Event description:
A refractive coordinator reported that following an intraocular lens (iol) exchange procedure, the patient continued to report streaks of light and slight halos around lights. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/26/2011 and 10/27/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).